Manufacturer narrative:
Findings: pump had a64 alarm due to faulty y1 on rf/b. Unable to prime due to faulty fsr (gold). Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It is reported that a customer experienced high blood glucose of 504 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer had repeated high blood glucose and complained of an alarm they had been reviving from the insulin pump. The broken pump was returned for analysis. No further information was provided.